Manufacturer narrative:
One infusion pump was received for evaluation. Visual inspection found tamper seal broken, the plunger head full of contamination. The event history log shows "plunger sensor error". The error was found during start up and inspection testing procedures. The cause of the reported issue was found to be the plunger head that was contaminated. Replaced all parts of the plunger head to correct issue. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited a plunger sensor error. No adverse patient effects were reported by the customer.